Manufacturer narrative:
The following is a revised investigation summary incorporating additional information received from the institutional manager of patient safety: an 80-year-old female (height: 157 cm; weight: 76 kg) with relevant medical history of acute on chronic respiratory failure was admitted to the hospital on 15-apr-2022 for acute on chronic respiratory failure with hypoxia. The patient was placed on v60 bipap ventilator (software version 2.10) with settings and configurations of 13/8, 70%, high pressure limit 20 cmh2o, low pressure limit 5 cmh2o, low minute ventilation 3 l/min, respiratory rate max/min 40/8, low inspiratory press time 20 seconds, audible alarms, and with auto-trak+ option installed. On an unknown date, while the device was in clinical and therapeutic use, the device spontaneously shutdown. Prior to the event, a nurse was in the patent¿s room attending to the patient. When the nurse left the room, the patient notified the nurse via the nurse call light button that something was not right and upon checking the ventilator, it was found to be off. The device did not generate any visual or audible alarms at the time of the event. The patient desaturated to a peripheral capillary oxygen (spo2) level of 61%. The patient¿s spo2 preceding the event was at 90%. The device did not generate any visual or audible alarms at the time of the event. The customer was unable to determine if the alarm volume escalation feature was enabled when the reported event occurred. The patient was transitioned to high flow nasal cannula (hfnc) at 60l 100% fio2 covered with a nonrebreather mask and the spo2 improved from the low 80¿s to the low 90¿s. The bipap was reset to home screen and placed back onto the patient with subsequent readings in the 90¿s. The manager of patient safety confirmed that per the evaluation conducted by the fse, no abnormality was found except that the battery was due for replacement. The filters were replaced. The battery has not yet been replaced as all v60 devices are being kept out of service at this time. The manager of patient safety indicated that there has been no direct allegation that the device may have caused or contributed to the patient¿s clinical symptom of desaturation.

Event description:
A philips account manager reported on behalf of a philips remote service engineer (rse) that a v60 device shutdown with no alarm claiming a 35v rail issue, with subsequent information received from the institutional respiratory therapist (rt) manager. The report was received via a customer feedback form. A patient of unknown age, gender and medical history who was an inpatient in the institutional telemetry unit was prescribed v60 non-invasive therapy using a bipap full face mask interface (unknown settings, configurations, and alarm settings) for increased work of breathing (wob). On an unknown date, while the device was in clinical and therapeutic use, the device spontaneously shutdown. Prior to the event, a nurse was in the patent¿s room attending to the patient. When the nurse left the room, the patient notified the nurse via the nurse call light button that something was not right and upon checking the ventilator, it was found to be off. The patient desaturated to a peripheral capillary oxygen (spo2) level of 61%. The rt turned the unit back on and it then continued to operate until the patient was transitioned to another ventilator. The patient¿s spo2 improved (unspecified value) after being transitioned to another ventilator (unknown make/model). The v60 device has since been removed from service. The event log was reviewed by the institutional biomedical engineer with the assistance from a philips remote service engineer (rse). On (B)(6) 2022, the event log showed constant patient disconnect (1200) and high rate (1211) alarms up to 4:11 am, and thereafter no alarms were generated until 8:47 am when the unit logged in a diagnostic code of 2002 (system shutdown). The malfunctioning v60 ventilator was removed from service. The rt requested for a philips field service engineer (fse) to perform a device inspection. The fse was unable to duplicate the symptom. He noted that the age of the battery was over 5 years old (mfg. Date: 12-nov-2015) and advised the institutional biomedical engineer (bme) to order a new battery and perform a run-in test on the newly installed battery for 20 minutes. The fse performed a performance verification test (pvt), and the system met the manufacturer's declared specifications for the performed service and is returned to use. Philips is unable to confirm the allegation as the symptom could not be duplicated. At the time of the event, it was noted the age of the battery (> 5 years) has exceeded the manufacturer's recommended frequency of battery replacement which is every 5 years as referenced in the v60 service manual.